Event description:
It was reported that the bd phaseal optima protector (p20-o) experienced leakage around/through the membrane during use. The following information was provided by the initial reporter: material no: 515064 batch no: unknown. Event description: had issues with optima item number: 515064. They reported leakage on the membranes of this item when disconnecting while compounding drug. Additionally they reported that the injector came off of the syringe while compounding and was "broken". They said that they were unsure whether the technician was holding the hub.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1902153, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed on all lots. Testing was reviewed for protector lot 1902153, all results were found to be within specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima protector (p20-o) experienced leakage around/through the membrane during use. The following information was provided by the initial reporter: material no: 515064 batch no: unknown. Event description: had issues with optima item number: 515064. They reported leakage on the membranes of this item when disconnecting while compounding drug. Additionally they reported that the injector came off of the syringe while compounding and was "broken". They said that they were unsure whether the technician was holding the hub.